Event description:
A female consumer reported an event with band aid brand clear strip. Consumer applied strip for a small tear in the skin and had some rashes. The intense reaction spread over her entire body. It was in her hair, between toes basically it migrated all over my body. By day 2 after visiting a doctor consumer started taking, antihistamines, prescribed steroids and applying betamethasone 0.02mg/g regularly. The doctor also recommended, rubbing ice on the body. It was reported that, the reaction gradually subsided over the next 4 days. The skin had returned to normal with no pigment changes or scarring.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Age or date of birth: year of birth: 1946. Weight, ethnicity: patient identifier, weight, patient ethnicity and race were not provided. This report is for band aid brand clear strips 40ct ap 9300607171815 9300607171815apa 9300607171815apa . Device is not distributed in the united states, but is similar to device marketed in the USA (bab perfect blend clear light asst 45s USA 381370057017 8137005701usd 8137005701usd). UDI#: (B)(4). Upc: 9300607171815. Lot number: 210924. Expiration date - 08/24/2024. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on september 24,2021. Health effect clinical code: e0402 also refers to consumer alleged about " rash subsumed under allergy, intense reaction spread over entire body(hair, between toes) ". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.